Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this chronic right ventricular (rv) lead uncoiled during removal from the pocket during a routine device replacement procedure for normal battery depletion. This rv lead was surgically abandoned and a new lead was successfully implanted. To date, no adverse patient effects were reported.